Event description:
A high atrial lead impedance was observed in bipolar configuration on the subject device. The atrial lead polarity was then reprogrammed from bipolar to unipolar. It is considered that measurement of the atrial lead impedance in bipolar configuration was not performed after this reprogramming. On (B)(6) 2017, the device was explanted because of normal battery depletion. During the procedure, the atrial lead impedance was measured at around 500 ohms in bipolar by a pacing system analyzer. The leads remains implanted.

Manufacturer narrative:
The preliminary analysis of the returned device revealed no irregularities. The reported issue could not be confirmed based on the available information.

Event description:
A high atrial lead impedance was observed in bipolar configuration on the subject device. The atrial lead polarity was then reprogrammed from bipolar to unipolar. It is considered that measurement of the atrial lead impedance in bipolar configuration was not performed after this reprogramming. On (B)(6) 2017, the device was explanted because of normal battery depletion. During the procedure, the atrial lead impedance was measured at around 500 ohms in bipolar by a pacing system analyzer. The leads remains implanted.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
A high atrial lead impedance was observed in bipolar configuration on the subject device. The atrial lead polarity was then reprogrammed from bipolar to unipolar. It is considered that measurement of the atrial lead impedance in bipolar configuration was not performed after this reprogramming. On (B)(6) 2017, the device was explanted because of normal battery depletion. During the procedure, the atrial lead impedance was measured at around 500 ohms in bipolar by a pacing system analyzer. The leads remains implanted.